Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the reported issue and observed that the issue occurred every time the iabp unit was powered on. The fse replaced the front end module exchange board. Following repairs, the fse performed a full calibration, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during scheduled maintenance performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit generated an "electrical test fails code #52" message. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during scheduled maintenance performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit generated an "electrical test fails code #52" message. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected field: d5.